Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use list driveline infection and sepsis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient is doing well and has been discharged home from skilled nursing facility on IV antibiotic therapy. Blood cultures were negative as of (B)(6) 2016, 6 weeks of anti clostridium difficile negative as of (B)(6) 2016.

Manufacturer narrative:
Patient weight was not reported. (B)(4). Approximate age of device - 9 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, the patient was admitted with abdominal pain and diarrhea. The patient has a history of recurrent clostridium difficile; however, the cultures for c. Difficile were negative. The patient reportedly exhibited symptoms of systemic inflammatory response syndrome and blood cultures and driveline site cultures were positive for staphylococcus aureus. The patient was treated with IV flagyl and oral vancomycin. No additional information was provided.